Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer's blood glucose (bg) level was 52 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.